Event description:
Event verbatim {preferred term} (related symptoms if any separated by commas) could not bend right knee/felt like tendons behind right knee became shortened {joint range of motion decreased}, right knee became stiff {joint stiffness}. Case description: spontaneous report received on 02-apr-2009 from a (B)(6) male patient, (B)(6), whose relevant medical history included oa (osteoarthritis) pain of the right knee. The patient received a series of 3 synvisc injections in the right knee, with each injection received on the following dates: (B)(6) 2009, (B)(6) 2009, (B)(6) 2009. He initially had no problems after the injections, but about a week ago his right knee became "stiff" and he has been unable to bend it. He said it felt like "the tendons behind the right knee have become shortened". He has been trying to reach his physician with no success. The patient planned to have tkr (total knee replacement) surgery in his right knee in (B)(6) 2009. As of the date of receipt of this report, the patient outcome was not yet recovered. No further information was provided. Additional information was received from the treating physician (rheumatologist) on (B)(6) 2009 in the form of a completed information request. The patient's relevant medical history was updated to include: moderate grade of osteoarthritis for a duration of 14+ years, joint narrowing, osteophytes, previous treatment with nsaid's, and previous treatment with steroids. The patient did not have a history of prior effusion. The patient received a series of 3 synvisc injections (lot number unknown to hcp) in the right knee, with each injection received on the following dates: (B)(6) 2009, (B)(6) 2009, (B)(6) 2009. No effusion was collected prior to any of the injections. The rheumatologist did note that the second and third injections were performed by a different physician. The patient did experience the symptoms of "right knee stiff" and "could not bend right knee/felt like tendons behind the right knee became shortened: with an onset date of (B)(6) 2009 and an intensity of "severe". Treatment was required for both events on (B)(6) 2009. The rheumatologist stated that there were "no other precipitating events recognized" and assessed the relation of the events to synvisc as "probable". Concomitant medications reported included: tramadol. As of the date of receipt of this report, the patient outcome was recovered on (B)(6)2009. No further information was provided.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.